Manufacturer narrative:
Patient identifier - requested, not provided. (B)(6). Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed, the sheath broke during deployment. Right femoral artery procedure: cerebral angiography and right middle cerebral artery suction thrombectomy. The catheter cracked while deploying the device (one with plug attached). We did not place another device we used a femostop. The estimated blood loss was <250 cc. The procedure was a successful and the patient is fine. On 4/3/2018 update: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.